Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the customer's stated problem was confirmed. It was noted that software version: 97-0582-04100-02 was found on the device. Service changed the software to 97-0625-01500-02p to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, unexpected deletion of the pump's programming was noted. Subsequently, the pump was changed. No adverse effects were reported.